Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse) who interviewed the customer and assisted with troubleshooting the unit. During the interaction, the customer discovered the speaker connection was not tight. The rse had the customer tighten connections in the rear of the surveillance box, which restored the alarm audio functionality. Following this action, the unit returned to normal operating condition. Based on the information available in the case, the cause of the reported problem was confirmed to be a loose connection in the rear of the surveillance box. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that alarms could not be heard at beds, but not at their surveillance system. The device was in use on a patient at the time of the event, there was no adverse event reported.